Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon got stuck. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous shaft kinks. The inner is stretched in numerous locations. The markerband is damaged/flattened. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, the balloon got stuck. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.